Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the request for a device history record review could not be completed.

Event description:
During an orif procedure, fracture of the left medial humeral condyle, surgeon was inserting the 4.0 mm cannulated screw and the threads peeled off the shaft. Surgeon did not remove the screw and was unable to retrieve the peeled threads of the screw. The peeled screw shaft and the peeled threads remain in the pt.